Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad assistant reported that the pt has had multiple admissions for gastrointestinal (gi) bleeding. For the admission on (B)(6) 2014, the pt was admitted with a hemoglobin count of 6.2. Anticoagulation therapy was held and the pt received two units of blood. The lactate dehydrogenase (ldh) levels were reportedly stable from the last visit. An egd showed two non-bleeding arteriovenous malformations in the stomach that were cauterized. Five add'l units of blood were transfused on the pt and the hemoglobin count reached 7.2. A colon-scope showed the colon full of blood but the bleeding site could not be identified. It found no active bleeding. A repeat colonoscopy on day six of the hosp stay showed active streaming bleeding at the ascending colon. The colon was clipped three times and no further bleeding was observed two days later coumadin was restarted and the pt was also given aspirin. After nine days in the hosp, the hemoglobin stabilized to 9 and inr reached 1.1. The pt was hemodynamically stable to be discharged home with f/u labs scheduled three days later. Add'l info received from the hosp indicated that the pt was readmitted on (B)(6) 2014 with hemoglobin count of 4.9. The pt was transfused with packed red blood cells (prbc). A computed tomography angiography (cta) showed right sided colonic bleed but unable to embolize in interventional radiology (ir). A colonoscopy was performed and showed single cecal ulcer so a biopsy was done and 1 clip was placed for location for further intervention. The hemoglobin count stabilized and the pt had a normal brown stool. Coumadin therapy was held per the hospital's heartfailure svc. The pt was discharged home today and f/u labs were scheduled. The pt returned to the hosp on (B)(6) 2014, was noted to be anemic and admitted for administration of transfusion.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined. The patient remained ongoing on vad support following the event. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system.a review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.